Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the suprapubic catheter eroded inside of the patient's bladder. Per additional information received from the nurse, the catheter was in place for approximately 60 days. She also states that it was discovered by the urologist as he was attempting to remove the catheter for replacement, as they usually replace catheters after they have been dwelling for 30 days. The nurse further mentions that the urologist also reported that the catheter was "stuck" to the bladder. When asked how the catheter was removed, she states "I think he just flushed the catheter and gave the patient antibiotics." The nurse was unable to provide the patient's current status or any additional information. She also believes that the sample has been discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the suprapubic catheter eroded inside of the patient's bladder. Per additional information received from the nurse, the catheter was in place for approximately 60 days. She also states that it was discovered by the urologist as he was attempting to remove the catheter for replacement, as they usually replace catheters after they have been dwelling for 30 days. The nurse further mentions that the urologist also reported that the catheter was "stuck" to the bladder. When asked how the catheter was removed, she states "I think he just flushed the catheter and gave the patient antibiotics." The nurse was unable to provide the patient's current status or any additional information. She also believes that the sample has been discarded.